Event description:
Aptus was selected as an accessory device to treat a migration and type I endoleak from an endurant bifurcate. No calcium or thrombus was present in the seal zone. It was reported that one of the six endoanchors had dislodged while deploying at a 90 degree lao position. The endoanchor was recovered by a snare-device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the films during implant of the endoanchors were not returned for review. The exact cause of the reported mis-deployed endoanchor during implant could not be conclusively determined. However, previous investigations have shown that factors including incorrect positioning of the guide and applier, insufficient apposition of the applier to the vessel wall, and inability to visually verify first stage penetration may have contributed to the mis-deployed endoanchor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.